Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 top part of the silicone jaw looked like it was cut in two. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Trackwise number # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection determined that the heater wire was flexed away at the center of the hot jaw, and remained attached at the tip, and the base of the hot jaw. Based on the return condition of the device, the complaint was confirmed for the reported failure "bent wire". Specific actions for the reported failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 top part of the silicone jaw looked like it was cut in two. A replacement device was used to complete the procedure. The hospital did not report any patient effects.